Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Visual inspection confirmed there was a hair-like debris sealed inside the package of 1 of the cuffs. Debris is roughly 3mm long. Debris exceeds acceptable packaging limits and is non-conforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during inspection that the the product was found to contain a foreign substance. There was no harm or injury to patient as there was no patient involvement. Due diligence complete. No additional information is available.no adverse event reported